Manufacturer narrative:
During troubleshooting, the customer informed customer service that the issue had resolved. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known.

Event description:
An international distributor reported a customer's battery pack will not stay latched in their AED. The customer did not report this occurring during patient use.